Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on lcd board. Unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, crack on display window, missing end cap sticker, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was replaced. Customer's blood glucose level was not reported.